Event description:
Customer reported erroneous high reticulocyte test results were obtained for two patient samples when using a unicel dxh 800 coulter cellular analysis system. There were no instrument-generated flags with the test results. Erroneous test results were reported out of the laboratory. Quality controls were run before and after the event and recovered within range. While troubleshooting with the customer, control recovery recovered the same bias high retic recovery. There were no reports of death, serious injury, or affect to patient treatment associated with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) contacted the customer and instructed the customer to flush the flowcell. The customer reported the issue had been resolved. The cause of the erroneous high reticulocyte test result was not determined. Product labeling was evaluated. Unicel dxh 800 coulter cellular analysis system product labeling: beckman coulter inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available options to optimize the sensitivity of instrument results. Beckman coulter recommends avoiding the use of one type of message or output to summarize results or patient conditions. There may be situations where the presence of a rare event may fail to trigger a suspect message. This is one of two events reported by this customer. The related mdrs are: 1061932-2012-00704 and 1061932-2012-00705.